Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the module and obtained an abnormal ion-selective electrode (ise) check. He verified the functions of the pipeline and sipper needle. He preventively replaced the syringe seal ring and the related solenoid valve of the reference pipeline, degasser, and reference liquid-related pipes. The repeat ise check was acceptable. Calibrations, qc, and repeatability tests were performed with acceptable results. On the fse's follow-up service visit, he replaced the solenoid valves, the degasser tank, the syringe maintenance kit, and the tubing for the reference line. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na, k, and cl electrode results from one patient sample tested on the cobas 8000 cobas ise module. The initial na result was 160 mmol/l. The repeat result was 142 mmol/l. The initial k result was 5.12 mmol/l. The repeat result was 4.5 mmol/l. The initial cl result was 91 mmol/l. The repeat result was 106 mmol/l. The initial results were not reported outside the laboratory as they did not match the patient's clinical diagnosis.